Event description:
It was reported that during interrogation of the device, measured data could not be retrieved. An attempt to perform a software download was not successful. The magnet rate varied from 98 ppm to 60 ppm and back to 98 ppm.